Event description:
It was reported that during implant attempt, the lv lead had no capture and unacceptable thresholds. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. No conclusion can be drawn.